Manufacturer narrative:
The investigation was performed with information provided incl. Correspondence and photo of the affected dve movita device with product serial no. (B)(6). Furthermore, an inspection of the lift unit and its housing was performed at the manufacturer site in lübeck. According to the investigation results thermal damage was contained in the device but was visible from the outside. The device is designed to contain the fire. No patient nor user was harmed. The most likely root cause was a faulty component on the pcb power electronics, which caused a short circuit. The resulting fault current was not broken by the fuse f1, which was of a type with a lower breaking capacity than the type specified by draeger. The device was not serviced by dräger, so it is not known who subsequently made this change to the fuse. Based on the available documentation, no 12-year maintenance has been carried out on the device produced in oct. 2011 which is recommended according to the IFU. If a fire is generated inside the supply unit, its fire enclosure concept according to the standards mentioned below protects the system against uncontrolled fire outburst and fire going outside of the device. The housing is ul-94 v0 proof and made out of self-extinguishing material. Dräger medical supply units (also plastic material installed by dräger inside the device like cables and terminals blocks) meets all requirements of iec 60601-1:1988+a1:1991+a2:1995 medical electrical equipment- part 1: general requirements for basic safety and essential performance, din en iso 11197:2004 medical supply units and din en iso 5359:2008 low-pressure hose assemblies for use with medical gases which was valid at production date of the device (2011). The device was exchanged at the customersite. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during a surgical procedure, the motor part started to spark electrically and the motor started to burn and the flame could be seen coming from inside. The hospital maintenance personnel lowered the circuit breaker on the electrical panel corresponding to the column's electric motor, shutting down the electrical current. These personnel in turn extinguished the fire with fire extinguishers or similar products. The column is currently in the lower position of the vertical movement. This equipment is being maintained by the electromedical service of the hospital, not by dräger. No staff nor patient health consequences have been reported. Based on the information currently available, it cannot be excluded that a failure of the device led to the reported event, which could lead to serious injuries if repeated.

Event description:
It was reported that during a surgical procedure, the motor part started to spark electrically and the motor started to burn and the flame could be seen coming from inside. The hospital maintenance personnel lowered the circuit breaker on the electrical panel corresponding to the column's electric motor, shutting down the electrical current. These personnel in turn extinguished the fire with fire extinguishers or similar products. The column is currently in the lower position of the vertical movement. This equipment is being maintained by the electromedical service of the hospital, not by dräger. No staff nor patient health consequences have been reported. Based on the information currently available, it cannot be excluded that a failure of the device led to the reported event, which could lead to serious injuries if repeated.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. The device has no UDI as a UDI was not required at the time the device was manufactured.